Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Medical records were received. There are no records contained that reflect a procedure for this date. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. Medical records were received. There are no records contained that reflect a procedure for this date. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 90597005010 62697244 articular surface. 00598005701 62683802 stemmed tibial component. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02281. 0002648920 - 2020 - 00321.

Event description:
It was reported the patient was revised on unknown date due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.